Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit was going into trainer mode by itself.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) going into trainer mode by itself. There was no information regarding patient involvement and patient harm. A getinge field service engineer fse was dispatched to the site and evaluated the unit and he was not able to reproduce the problem stated by customer. The fse ran the unit using a patient simulator to try and duplicate the issue, but pump was running with no problems then he performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.